Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized via emergency room for the event. The patient was treated with unspecified antibiotics after changing to continuous ambulatory pd therapy. At the time of this report, the patient was recovering from the event. The same day as event onset, pd therapy was discontinued. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.